Event description:
Boston scientific received information that the patient with this lead presented to the hospital with dizziness. It appeared there was loss of capture. The previous right ventricular lead threshold was 1.5v @ 6ms and was then programed to 4v @ 6ms. The physician believed that loc caused the patient symptoms. The rv lead was reposition and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.